Event description:
It was reported that the insulin pump alarmed a detected power system error, in which the back-up battery failed, which did not prevent the insulin pump from running. The customer's blood glucose was 7.8 mmol/l. The caller noted that the alarm occurred several times within a 4 hour interval. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.